Event description:
During a follow-up in clinic, there was high impedance noted on the right ventricular (rv) and right atrial (ra) leads. There was also noise on the rv lead. Both leads were explanted and replaced and the patient was stable with no consequences. Related manufacturer report number: 2017865-2019-02470.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of damages consistent with procedural damage. The reported event of noise and high pacing lead impedance (pli) were not confirmed.